Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 5 events for the failure: overheating of device. 4 events had no health consequences or impact. 1 event had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 5 devices were received. Evaluation findings (results/components): 4 devices: wear problem, no device problem found / housing. 1 device: no device problem found / part/component/sub-assembly term not applicable. Product disposition: 4 devices: serviced and returned to customer. 1 device: archived by stryker. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.